Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. MDR regulatory awareness date: correct awareness date is 7/22/2025. Remove on (B)(6) 2025 from g8 mfg report no: 3004753838-2025-201146. G3: date received by mfg- correct date is 7/22/2025. Remove on (B)(6) 2025 from g8 mfg report no: 3004753838-2025-201146.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 1/21/2026 it was determined this complaint is not reportable per corpft-140202.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
3004753838-2025-201146 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.